Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the storage space failed and was not detected on bus. The customer reported that the pyxis was running a little slow, did a regular restart. When it came back up, the one whole d line of a drawer was not detected on bus. Went to fix it, clicked on the drawer, clicked start, and although the drawer popped open, the screen didn't show the new page asking to clear obstructions; it was still on the page to choose which drawer or cubby to fix. Customer was able to go back to the home screen without closing the drawer. This happened with all the cubbies failed. Tried restarting again, still the same issue. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had drawer failure. A field service engineer found that drawer 4.1 had issues and was pulling out too far. The fse replaced three slide bumpers and, during the process, noticed that the retractor bands showed heavy black marks, so they were replaced as well. While replacing the retractor band on drawer 4.2, the fse reseated the row board cable. When attempting to unplug the cable, the connector on the board came completely off, requiring replacement of the drawer board. The drawer was reassembled and confirmed to be working as expected. Manual testing of the rails and testing in the hardware testing application for the cubies were performed, and all functions operated properly. The system functioned as intended after the field service engineer repaired the device.